Event description:
It was reported that a small volume intermate contained particulate matter inside the balloon. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from december 18, 2014 ¿ december 19, 2014. The device was received at the plant for evaluation. Visual inspection noted white particles floating in the fluid of the reservoir. The white particles were in the fluid path. Fourier transform infrared spectroscopy (ft-ir) testing was performed on the particles and they were identified as acrylic material. The cause of the particulate matter could not be determined. A CAPA was opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.